Event description:
Based on the report of operation from dr (B)(6), the tmj implants were not removed during surgery as previously reported. The report states "there was no evidence of any infection in the implant." A "heavy capsular contraction" was removed from around the condylar head and the patient was released to the recovery room in satisfactory condition.

Event description:
The patient reported on the tmj study that she experienced a revision due to pain on all four implants.

Manufacturer narrative:
Corrected due to the receipt of the report of operation from dr (B)(6). The tmj implants were not removed during surgery on (B)(6) 2004 as previously reported. The report states "there was no evidence of any infection in the implant." A "heavy capsular contraction" was removed from around the condylar head and the patient was released to the recovery room in satisfactory condition.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.